Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. The physician looked for burden of atrial fibrillation and found the implantable cardioverter defibrillator exhibited far-r oversensing on an automatic mode switch episode as well as undersensing of premature ventricular contractions. Programming changes were performed. The patient was in stable condition.